Event description:
The customer reported that during a breast surgery, the pt was burned. During the case the operating room staff switched to an insulated blade electrode and using retractors, were working deeper into the tissue. At some point they observed a burn on the pt's nipple. The burn was in closer proximity to the hub where the electrode connects to the pencil. The pencil and blade were handed over to the biomed for inspection. The biomed discovered that the blade was not fully seated in the pencil. The customer had indicated no add'l info will be provided at this time.

Manufacturer narrative:
(B)(4). The customer has indicated the sample will not be returned to covidien for eval. If add'l info pertinent to the incident is obtained a follow-up report will be submitted.